Manufacturer narrative:
Tech support confirmed that battery b is defective based on the screenshot, and recommended to exchange both batteries. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 ventilator showed alarm 323 battery flat - do not disconnect main power supply during ventilation on a patient. The patient was removed from this ventilator because of this problem. There is no patient harm reported.